Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The motion control unit (mcm) was investigated in detail including a simulation of the functions. All movements were possible without restrictions and the tabletop detection and collision protection worked as expected. The event log files contained no relevant error codes on the side of the motion control unit (mcu) which would hint to a possible error of the patient table. Additionally, on the side of the system control unit (scu) there were no indications of a malfunction of the patient table and its motor controller. The position information of the motor controller was present all the time. Analysis did show an activation of the proximity switch. In case of activation of any proximity switch; all movements of the whole system in normal mode will be blocked as long as the proximity switch is active. Override will be possible. After releasing the proximity switch; all movements will be possible immediately. As a preventative measure, the siemens service engineer replaced the table control module, user location interface and the motor controller module. No further errors have been reported. The manufacturer is not considering any further corrective actions based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported that the table control module stopped working for approximately 15 minutes. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.